Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical vitros tropi es quality control data, a reagent issue is not a likely contributing factor; however, it cannot be entirely ruled out as the level 1 control does not adequately evaluate performance of the vitros tropi reagent for samples with a troponin I concentration < url (0.034 ng/ml). Vitros tropi es precision testing performed was acceptable, suggesting an instrument issue was not likely a contributing factor. However, insufficient replicates were run to make a full assessment of the instrument performance and therefore, an instrument issue cannot be completely ruled out as a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Vitros tropi es result 0.388 ng/ml versus the expected result of <0.012 ng/l biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).